Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced halos while driving at night and vision was worse, needed stronger bifocal glasses. The astigmatism was worsened and no longer read his phone without glasses. Two yag surgeries were performed to help improve his vision. There are two medical device reports associated with this event. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that surgery were performed on (B)(6) 2021 on right eye, easy, unremarkable and recovery. Vision never improved after either surgery and only got worse. I was later diagnosed with pco and had yag surgery on my right eye in (B)(6) 2021. Patient was disappointed with his repeated vision assessment and expensive lenses. He has performed two extra surgeries, and spent much more time with me than anticipated.